Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address to address the reported event. Fse was able to confirm the error with review of the error log. Prior to fse arrival, the customer reported that they found and removed a paper clip from the x2 axis belt which resolved the error message. Fse was also able to confirm the error 221 #### not detect (#### is the peak ID) in the error log. Periodic maintenance was performed and the sample needle was evaluated without any issue. However, the printer had to be replaced due to poor print quality. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 6.3 error messages- when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages- with these errors, the assay stops and the analyzer immediately enters stand-by state. 712 x2-axis error- cause: indicates that an operation error has occurred in the x2-axis. Action: inspect the x2-axis and execute the sl.rotate. The 221 #### not detect (#### is the peak ID)- a specific peak (hemoglobin fraction) could not be detected. When this occurs repeatedly with some samples, the elution buffer may have become concentrated, resulting in unidentified peak detection on chromatograms. Never mix the buffers. When the error only occurs with specific samples, a hemoglobin variant may be present. The most probable cause of the x2-axis error was operator error of paper clip in the loader. The probable cause of the error 221 was due to sample needle misalignment.

Event description:
A customer reported getting error 712 x2-axis every time the start button was pressed with a rack set to go on the g8 instrument. The customer did not see any exposed pusher feet to move the racks. The customer performed a sl rotate with no error and also ran a sample reset to check the needle but did not get any errors while running. The customer then cleaned the z-drive gear as a precaution but heard a loud grinding noise when the start button was pressed. The 712 error would then appear and stop the run. Technical support (ts) suggested that the customer run a few samples in stat mode but the customer could not run in this mode. The customer also reported that they were getting error 221 #### not detect (#### is the peak ID) on intermittent samples. The customer stated that the sample needle alignment seemed to be off and was not sampling properly. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.